Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited a high out of range pace impedance measurement. An increase in pacing thresholds was also noted. There was no evidence of noise or any stored episodes. Technical services (ts) discussed a possible device-lead contact issue and continued monitoring. No adverse patient effects were reported.